Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Both load cells were found defective and a replacement was required. Visual inspection was performed and found front enclosure and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Front enclosure was replaced and the sticky clutch plate was deburred to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.